Manufacturer narrative:
Event date: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to connect to any external devices following a unrelated procedure. Troubleshooting has not been able to resolve this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The reported observation of ¿no telemetry¿ was confirmed. Review of the implantable pulse generator (ipg) diagnostic logging was performed using the universal engineering programmer (uep) tool. It was confirmed the device was functional but would not communicate using the bluetooth option. Analysis on the implantable pulse generator (ipg) duplicated the reported observation and determined the root cause was due to a degraded bluetooth (ble) output frequency.

Event description:
Additional information received reports that the patient underwent surgical intervention on 03jul2023 in which the ipg was explanted and replaced.